Manufacturer narrative:
The device was discarded by the facility and the lot number was not recorded. An analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi coronary orbital atherectomy device (oad). The target lesion had been successfully treated with the oad, but a dissection was noted during post-atherectomy angiography. The physician resolved the dissection by deploying a stent. The patient was transferred to holding, but expired during extubation. Additional information has been requested, but none has yet been received.